Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. Upon investigation the monitor was not properly producing a driven ground signal. The cause for the failure was isolated to an open r781 driven ground resistor on the computer/analog board. Device evaluation of electrode belt sn (B)(4) has been completed. Upon investigation the cable connecting the distribution node (dn) to the rear therapy electrodes was pulled from the strain relief, damaging wires in the cable. The root cause for the strained cable was physical abuse. There is no evidence to suggest that the damage to the device caused or contributed to the patient's death, as the lifevest was properly detecting the patient's ECG rhythm at the time of time of device deactivation. The damage to the electrode belt cable likely occurred during device removal. The damage to the monitor's r781 resistor is consistent with damage induced from an external defibrillation. It is likely the damage occurred during resuscitation attempts. No adverse event resulted from the damaged electrode belt and monitor.

Event description:
A us distributor contacted zoll and reported that a patient passed away on (B)(6) 2017 while wearing the lifevest. A review of download data revealed that the patient was in bradycardia (30 bpm) with CPR artifact at the time of device deactivation. Bradycardia is considered a non-treatable rhythm. There is no evidence to suggest that the lifevest caused or contributed to the patient's death. The patient's monitor and electrode belt were returned to zoll for further investigation. Upon receipt, the electrode belt cables were damaged and the monitor was not producing a driven ground signal. There is no evidence to suggest that the damage to the patient's device caused or contributed to the patient death.